Manufacturer narrative:
Additional mfg narrative:the subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported in the literature article that clot migration occurred. No additional information is available.

Event description:
It was reported in the literature article that clot migration occurred. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. Subject device is not available.